Manufacturer narrative:
D4 - the UDI number for this product code is not required to be registered. The actual device was returned to the manufacturing facility for evaluation. The guide wire and three pieces of separated urethane segments were evaluated. Visual inspection found that the urethane outer layer had been sheared off the shaft and the core wire was exposed. Magnifying inspection of the urethane-sheared segments found some portions where the urethane outer layer still remained on the half of the circumference of the shaft and some portions where the urethane outer layer had been completely removed from the shaft. The surface of the sheared cross-section of the urethane outer layer was in a smooth state. Magnifying inspection of each separated urethane segment found that it had a semicircular groove along the total length with the surface of the shear cross-section being in the smooth state. On the urethane outer layer located adjacent to the urethane-sheared segments some abrasions had been generated. The outside diameter of the shaft was measured on the undamaged segment and confirmed to meet manufacturing specification. The total length of the three pieces did not match the total length of the urethane-sheared segments on the shaft. It cannot be determined if there are some separated and missing pieces of the urethane outer layer. Simulation testing was conducted. A current guidewire m product sample was inserted into a metallic material and withdrawn from it. The urethane outer layer was sheared off the shaft. The surface of the cross-section of the sheared urethane outer layer was found to be in the smooth state. The separated urethane outer layer was found to have a semicircular groove along the total length. The state of shearing was observed to be very similar to that of the actual sample. Another test using a current guidewire m product sample was conducted by pushing and pulling the wire through a metallic needle and repeating multiple times in the state of its urethane outer layer having come into contact with the metallic needle. As a result, the core wire was completely exposed on some segments with the generation of multiple separations of the urethane outer layer. The state similar to that of the actual sample was duplicated on the test sample. The production lot number was not provided by the user facility, which prevented a meaningful review of quality documents. There is no evidence that this event was related to a device defect or malfunction. While the exact cause of the reported event cannot be definitively determined based on the available information, it is likely the actual sample was subjected to multiple pushing and pulling actions through the involved metallic needle in the state of the actual sample having contact with the metallic needle causing the urethane outer layer to shear off the wire. The device labeling does address the potential for such an event in the instruction for use (IFU) with statements such as the following: "do not manipulate/withdraw the guidewire m through a metal entry needle, a metal dilator or a metal guide wire inserter. Manipulation and/or withdrawal through a metal entry needle, a metal dilator or a metal guide wire inserter may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported substances were angiographically found in a patient. Follow up communication with the user facility confirmed the following information: a cv-port implant procedure was conducted; with the access from the right internal carotid artery, the actual sample was advanced into the vessel through a metallic needle; when the actual sample was withdrawn, some substances were angiographically found in the right internal carotid artery; it was found that the urethane outer layer had sheared off the actual sample and remained in the patient's body; the patient was put under a general anesthetic and the separated urethane outer layer was surgically removed from the patient by an incision of the right internal carotid artery; the procedure was successfully completed; and the patient recovered from the reported serious injury.